Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user's wife stated that she changes the wafer every three days and that the peristomal skin is intact. She stated that the bleeding began approximately six months ago. She informed us that her husband (the end user) cleans his skin with warm water while in the shower then; she will apply the skin protective barrier and the appliance. The end user's wife was instructed on skin care by using warm water and soap; rinsing and patting the area dry. She was also instructed the on the use of a (B)(4) cohesive seal. The end user's wife stated that her husband (the end user) is scheduled to see his primary health professional next week. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user's wife reported that her husband is bleeding from the right side of the stoma. She stated that the bleeding occurs with each wafer change and that there is occasional bleeding as oozing when appliance is in place.

Manufacturer narrative:
Additional information was received on september 24, 2015. The product associated with lot# 3e02047 was manufactured according to specification. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation is applicable to this complaint. Therefore this complaint will remain open until completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).